Manufacturer narrative:
(B)(4). Visual inspections were performed on the returned device. The missing stent was unable to be confirmed as crimp marks were visible on the balloon, which indicates that the stent likely dislodged from the balloon. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial filed medwatch report, the reported 3.5x33mm rx xience xpedition stent delivery system was received by the abbott vascular returned goods lab with the balloon partially inflated with contrast. Additional information received confirmed that the 3.5x33mm rx xience xpedition was inflated with contrast for testing purposes only and was not used in the patient. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that prior to the stenting procedure, when unpackaging a 3.5x33 mm rx xience xpedition stent delivery system (sds), no stent was noted to be crimped on the delivery system. The packaging was confirmed to be sealed prior to opening it. The xpedition was not introduced into patient anatomy at any time. A new rx xience xpedition of the same size and lot number was opened and successfully deployed in the patient. There was no occurrence of a clinically significant delay. No additional information was provided.